Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient experienced seizure while her unremembered egv was in normal range. Of note, the patient uses a tandem pump. Bystanders called 911. The bg was 32 mg/dl. The hypoglycemia was treated with IV prep and carbohydrates. She was transported to the ed where she stayed for probably 8 hours. When her readings were back to normal, they let her go home. At the time of the report, 76 days later, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.